Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc (under registration #(B)(4). From november 2012 until 2014 complaints related to these products were handled by arjohuntleigh inc. And any medwatch reports will be submitted under registration #(B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration # (B)(4). On 18th february 2016 we have acknowledged receiving additional information regarding adverse event reported in 2013, under MDR 1625774-2013-00005. According to the letter we have received from the legal representative, the patient, who was involved in that event in 2013, has eventually died. Unfortunately, with the limited information provided, it remains unknown whether the injury sustained during utilizing a rotoprone (pressure sore stage I on a patient's left heel), has been a contributory factor to the patient unfortunate death. Please note that with all information gathered to date, the investigation conclusions remain valid and unchanged.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc (under registration #(B)(4). From november 2012 until 2014 complaints related to these products were handled by arjohuntleigh inc. And any medwatch reports will be submitted under registration #(B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). On 18th february 2016 we have acknowledged receiving additional information regarding adverse event reported in 2013, under MDR 1625774-2013-00005. According to the letter we have received from the legal representative, the patient, who was involved in that event in 2013, has eventually died. Unfortunately, with the limited information provided, it remains unknown whether the injury sustained during utilizing a rotoprone (pressure sore stage I on a patient's left heel), has been a contributory factor to the patient unfortunate death. Please note that with all information gathered to date, the investigation conclusions remain valid and unchanged.

Event description:
The following info was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the pt developed a state I pressure ulcer to the left heel allegedly due to the pt's left heel being in contact with the bed's foot pad which appeared to be worn. The pt's pressure ulcer was reportedly resolving and a heel boot was placed on the pt's left heel.

Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the mfg site kinetic concepts inc. As of november 2012, complaints related to this product are to be handled by arjohuntleigh inc. (B)(4). Additional info will be provided upon conclusion of the mfrs investigation.